Event description:
The customer reported that the connecting tube on the olympus endoscope reprocessor was disconnecting during a reprocessing cycle. There was no patient involvement during this event.

Manufacturer narrative:
After calling in the event, the customer requested that a field service engineer (fse) be dispatched to evaluate and repair the device. During the fse's visit, he verified that one of the grey connectors in the basin was broken. He replaced the connector, tested for proper operation, and verified that the unit was functioning according to the instructions. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿" olympus will continue to monitor the field performance of this device.